Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A4: weight: not available due to hospital policy . A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy . D4: lot number: requested, unknown . D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number . The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the post op nurse reported oozing and that the tr band involved balloon was not holding air after a percutaneous coronary intervention (pci). The groin and another access point were oozing. Nurse manager pressed on the balloon after it was taken off the patient and no air escaped. The band was removed, and manual pressure was held with no issues to the patient. Patient condition was good. Procedure outcome was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 18 jul 2023: 3 mls of air was injected into the tr band when it was applied. The tr band started deflating in recovery. There was minimal blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 8.5 ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 13.5 ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).